Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received. It was reported that patient, mr (B)(6) had a primary total knee surgery done at outside facility last year. He presented to our (B)(6) with infected periprosthetic knee. He had a cemented attune tka system. A revision surgery was done and during the surgery it was noticed that the femoral component was well fixed. However, the tibial component was loose without any attachment to the cement. The cement mantel was well fixed to the bone. Although the main diagnosis for the revision surgery was periprosthetic joint infection, the lack of tibial component cement fixation is concerning. Joint reconstruction. Doi: (B)(6) 2017, dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.